Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline and pump pocket infection could not be conclusively determined through this evaluation. The research article titled, ¿is omental filling effective for infections of left ventricular assist devices (lvads)?¿, was received. This study identified infections associated with implantable lvads as a serious complication for which standardized treatment plans have not yet been established and sought to evaluate omental filling as a possible treatment strategy for lvad-related infections. The account reported a case study of a patient that experienced a driveline infection following heartmate 3 implantation which eventually spread to the pump pocket. After performing a heartmate 3 pump replacement alongside omental filling 20 months after initial implantation, the patient¿s device infection was controlled; however, the patient did require dialysis post-pump exchange and reportedly remains hospitalized. Overall, the article concluded that omental filling appears to be effective for controlling infection; however, the incidence of recurrence remains high if the infected device is retained. As such, device replacement is recommended when possible. Multiple attempts were made to obtain additional information regarding the reported event; however, to date, no additional information was provided by the account. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information not yet available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline infection occurred after heartmate 3 (hm3) implantation, eventually spreading to the pump pocket. The pump replacement and omental filling were performed 20 months postoperatively. Device infection was controlled, but the patient required dialysis and remained hospitalized.